Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse event(s) of overfill and umbilical hernia. There is no objective evidence indicating a liberty select cycler product deficiency or malfunction was associated with the event; however, the liberty select cycler cannot be disassociated from event. While the patient¿s hernia formation pre-dates the patient initiating pd therapy for rrt, a possible contributory association between ccpd therapy with the liberty select cycler and the hernia cannot be excluded. During peritoneal dialysis, the pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures, and the surgical introduction of the pd catheter also increases the risk of hernia formation. Additionally, the liberty select cycler was not returned for manufacturer evaluation.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they had previously experiencing overfills (specifics not provided), which lead to the development of an umbilical hernia. During follow-up, the peritoneal dialysis registered nurse (pdrn) stated the patient¿s umbilical hernia was a pre-existing condition prior to the initiation of pd for rrt on (B)(6) 2017. However, the hernia reportedly worsened during pd therapy due to overfill (specifics not provided). The pdrn stated the patient has not undergone surgical intervention, however the patient¿s fill volume was decreased (value not provided) allowing the hernia to stabilize. The patient has been instructed to have an empty abdomen during the day, however it is unknown if the patient previously performed a daytime dwell. Additional information was requested, however to date has not been received.